Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.5/4.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens was explanted on (B)(6) 2023 due to significant reduction of iridocorneal angles and excessive vault. A shorter length replacement lens was implanted in a second surgery on (B)(6) 2023. This resolved the problem. Cause of the event is reported as device: lens oversized.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon questions high vault. Additional information has been requested but none has been forthcoming.